Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator was auto triggering. Our field service engineer investigated the ventilator on site and was unable to reproduce the reported auto triggering, the device passed the performed pre-use check. It was also not possible to download the ventilator logs. In addition, preventive maintenance was performed during the service. After the service, the device was cleared for clinical use.the reported issue could not be reproduced. Therefore, the root cause to the reported problem could not be established by this investigation.

Event description:
It was reported that the ventilator is auto triggering. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model #, d4 ¿ unique identifier (UDI) # and h4 ¿ manufacture date. D1 ¿ brand name ¿ previous brand name: servo-n. Corrected brand name: base unit servo-n d4 ¿ version or model # - previous version or model #: servo-n. Corrected version or model #: 6688600. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date - previous manufacturing date: missing, corrected manufacturing date: 12/03/2019. Our field service engineer investigated the ventilator on site and was unable to reproduce the reported auto triggering, the device passed the performed pre-use check. In addition, a preventive maintenance was performed during the service. After the service, the device was cleared for clinical use. The provided logs confirm an excessive leakage during ventilation, which trigger the ventilator to start extra breaths to compensate for the leakage. However, the cause of the leakage is unknown. The reported issue could not be reproduced. Therefore, the root cause to the reported problem could not be established by this investigation.